Manufacturer narrative:
At this time the location of the lead is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The suspected cause for high threshold was due to micro dislodgement. The physician believed that this behavior was attributed to the lead due to poor lead performance. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.